Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "poor illumination" (inadequate lighting). The surgeon reported poor illumination and the center of the illumination appears to be dark. The event occurred during surgery. The case was converted to a 20 gauge probe and was completed. No pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).